Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates oss411, osseotite implant 4 x 11.5mm, lot number: 2016101969. E1: (B)(6).

Event description:
It was reported that the implants at tooth sites 13 and 14 fractured and were removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). During ongoing investigation product identified as oss385 instead of oss411 ,after doctor follow up information updated.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss385, (osseotite® implant 3.75 x 8.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Fracture identified at the implant's collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the oss385 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.